Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 19 in the mouth, it had not achieved osseointegration. Clinician reports pain and an infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 19 in the mouth, it had not achieved osseointegration. Clinician reports pain and an infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).